Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 300-400 mg/dl on (B)(6) 2012 and at times she felt nauseous, sick, and thirsty. On one occasion she found liquid in the cartridge compartment of the infusion device and she dried the compartment. She believes the piston rod of the infusion device does not work properly. She corrected elevated blood glucose by bolusing with the infusion device and with a pen. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.